Event description:
Reported via clinical study: it was reported that diastolic heart failure occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient presented to the emergency room (ER) with chest pain and shortness of breath two (2) days after the implant procedure. Computed tomography (CT) scan of the chest was completed and was negative for a pulmonary embolism. The level of n-terminal pro-b-type natriuretic peptide (nt-pro-bnp) was 1209, the patient was given furosemide 40mg. The event was resolved on (B)(6) 2025.

Manufacturer narrative:
H6: patient code heart failure corrected to copd. H6: patient code pericarditis added.

Event description:
Reported via clinical study. It was reported that diastolic heart failure occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient presented to the emergency room (ER) with chest pain and shortness of breath two (2) days after the implant procedure. Computed tomography (CT) scan of the chest was completed and was negative for a pulmonary embolism. The level of n-terminal pro-b-type natriuretic peptide (nt-pro-bnp) was 1209, the patient was given furosemide 40mg. The event was resolved on (B)(6) 2025. It was further reported that chronic obstructive pulmonary disease (copd) exacerbation occurred. The patient was noted to have pericarditis and was medically treated with colchicine and prednisone.